Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-oct-26 information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient said over time the stimulator is becoming less and less effective. Patient said they are getting very little benefit from the therapy. Patient thinks this has been going on for over half a year. Patient mentioned they are glad to have the device because it is nice to have it work when driving a car. Patient also said sitting is a big problem for their back and they can't stand very long. Patient asked to adjust stimulation to get relief. Patient service specialist asked patient to connect with controller and controller showed implant is red and controller is 80%. Patient started a recharge session and getting excellent quality. Patient will call back when implant is charged for assistance adjusting stimulation. Pt called back and was upset to be on hold for so long, and said the manufacturer should have a callback system in place. After pt charged up their implant they were now looking for assistance with programming and changing the levels of their groups/programs. Agent reviewed the most that could be done over the p hone was to turn stimulation up, which pt became upset about. Pt became escalated and did not want to have to call the doctor to set up an appointment, saying that added an "unnecessary level of complication" and wanted to be connected with a rep while on the line. Pt continually talked over agent when tried to review information. Pt said they hadn't increased stimulation settings on their own and wondered what settings agent would recommend; agent reviewed they were not trained in setting programming/stim settings, but pt was able to adjust settings freely as they would like. Pt mentioned seeing 'settings not available' but did not listen to agent trying to explain that could be handled by meeting a rep. Pt mentioned they last had reprogramming done about a year ago. Pt had settings of programs as: 1 - 4.4; 2 - 1.0; 3 - 0.0; 4 - 3.9 and planned to turn them all up to 3.5, asked agent if that was good. Again, agent tried to explain, pt could try changing settings but agent had no way of knowing what would be beneficial for them unless they did adjustments to programs. Pt said they don't care to do something counterproductive. Pt settled to have a rep call them, because they did not want to make more phone calls and had two appointments they're already trying to schedule, and didn't think should be their responsibility to make a programming appointment. On (B)(6) 2023 it was reported an out of regulation (oor) message was received. A return of pain was also reported. Reprogramming was performed, but the issue was not resolved. Cause is unknown. The rep will report additional information that becomes available.